Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was unknown at the time of the incident. Customer states has been dealing with the battery failing for the past several weeks and now the pump is not coming back on after replacing pump battery six times off no power .troubleshooting was performed for off no power and pump is not coming back on. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer reports the pump was not dropped. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. Customer states this is not the second occurrence of off no power without a low battery warning. New battery did not resolve the issue. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents, self-test and displacement test. No unexpected battery power lost anomaly noted during test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.